Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was very active using a table saw and other cutting implements. The patient did not recall cutting the driveline and only heard the alarm. Upon inspection, the red, green and black wires were compromised and missing insulation, and the green wire was completely severed during the damage. The driveline cable splice repair was performed, and the driveline was partially replaced.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: a segment of the driveline cable associated with (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Review of the controller log files revealed one (1) electrical fault alarm on (B)(6) 2020 at 12:03:30 due to an open phase in the rear stator resulting in the pump running on a single stator (front-stator only). Additionally, two (2) electrical fault alarms were logged at 12:41:09 and 12:50:51 due to an overcurrent condition in the rear stator. A high watt alarm followed at 12:50:55 due to the increased power consumption required to run on a single stator. A splice repair was performed to mitigate the reported conditions. Visual inspection of the returned segment of driveline cable revealed a cut in the outer sheath, yellowing of the outer sheath, and damage to the dr iveline strain relief. The yellowing of the outer sheath and strain relief damage are additional observations not related to the reported event. Additionally, visual inspection revealed damage to the insulation on the red, green and black wires associated with the rear stator, thus exposing the wires. Moreover, the green wire was completely severed. Functional testing of the driveline segment revealed that the green wire did not maintain continuity across the length of the received segment. As a result, the reported event was confirmed. The most likely root cause of the strain relief damage may be attributed to improper handling/wear over time. Based on historical review of similar events, the most likely root cause of the driveline outer sheath yellowing may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information and investigation conducted, the most likely root cause of the initial electrical fault alarm due to open phase in the rear stator may be attributed to marginal connection between the driveline and the controller. The most likely root cause of the electrical fault alarms due to overcurrent condition and the following high watt alarm may be attributed to the accidental damage induced to the driveline wires that led to a short circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited electrical fault alarms and a high watt alarm. The vad driveline cable and wires were reported to be damaged, which was suspected to be due to an accidental cut by the patient. A driveline cable splice repair was planned to be performed. The vad remains in use. No patient complications have been reported as a result of this event.